Event description:
It was reported that the device was placed in the wrong place- (the stomach) and that the patient had got an infection and could not bend over. No additional information was noted. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 3487a-33, lot# j0012842v, implanted: 2000 (B)(6); product type lead product ID 3550-09, lot# l84332, implanted: 2000 (B)(6), explanted: 2003 (B)(6); product type accessory. (B)(4).